Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter there was infection and erosion of the mesh into the vagina. This started (B)(6) 2010, with four partial removals. The initial procedure is unknown. The device has been removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.